Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0 x 60 mm 200cm ranger balloon catheter was advanced for dilatation. During the first inflation at 6 atmospheres for 60 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the severe calcification and pre-inflation failure were identified as contributing factors to the event. No procedural factors were involved, as no issues were found during the procedure.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0 x 60 mm 200cm ranger balloon catheter was advanced for dilatation. During the first inflation at 6 atmospheres for 60 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.